Event description:
Array would not open on a novasure handpiece. Manufacturer response for novasure handpiece, hologic (per site reporter). They will send us a box to have us send it in for quality inspection and provide us with a replacement.